Manufacturer narrative:
(B)(4). Batch # m53w36. Additional information was requested and the following was obtained: for clarification, on the fourth firing, was the firing completed using the forceps? If no, please explain. ¿ no information provided. How was the procedure completed? --- the firing was completed by moving forward the proximal end of the knob with a forceps. Did any pieces of the device fall into the patient? --- no. Will all pieces be returned with the device? --- no information. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing knob was broken off at the fourth firing of functional end to end anastomosis. After the event, the firing was completed by moving forward the proximal end of the knob with a forceps. There were no adverse consequences to the patient.